Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Also the service department of ofr checked the subject device and found following. The water supply connector had leakage. There was moisture under the light guide lens. The objective lens cracked. The grip section cracked. The videoscope cable connector corroded. The angulation was insufficient. The ultrasound transducer had the damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: comamonas testosteroni (1 cfu/endoscope), coagulase-negative staphyloccocci (28 cfu/endoscope) [second time; (B)(6) 2020] instrument channel: pasteurella pneumotropica (1 cfu/endoscope), coagulase-negative staphyloccocci (62 cfu/endoscope), sphingomonas paucimobilis (1 cfu/endoscope), comamonas testosteroni (1 cfu/endoscope) -auxiliary water channel: gram bacteria and asporules (the total cfu of the gram bacteria and asporules is 5 cfu/endoscope), micrococcus sp (1 cfu/endoscope), comamonas acidovorans (5 cfu/endoscope), stenotrophomonas maltphilia (2 cfu/endoscope), comamonas testosteroni (2 cfu/endoscope), coagulase-negative staphyloccocci (6 cfu/endoscope) air/water channel: rhodotorula glutinis (1 cfu/endoscope), gram bacteria and asporules (2 cfu/endoscope), air/water channel: comamonas acidovorans (5 cfu/endoscope), coagulase-negative staphyloccocci (6 cfu/endoscope), micrococcaceae (1 cfu/endoscope) suction channel: coagulase-negative staphyloccocci (13 cfu/endoscope) distal end: coagulase-negative staphyloccocci (2 cfu/endoscope) the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.